Manufacturer narrative:
The design history records of the ops acetabular guide were retrieved and assessed. It was found that the device was manufactured according to specification. Post operative imaging was requested and provided. The outcome of the assessment will be presented in the final report. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient required revision surgery due to a subluxing hip. Primary tha surgery was performed with the aid of the ops acetabular guide.